Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and not detected on the bus. A field service engineer (fse) replaced the controller card to resolve. A technical support specialist (tss) later remotely accessed the device and assisted the fse with configuring the drawers, confirming that all drawers were functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was offline. The customer reported being unable to retrieve medications because the drawer did not open and displayed the error message, "our item does not expose, please pull the drawers towards you." The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.